Event description:
Hill-rom received a report from the account the right siderail would not latch in the up position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse was not pushing the siderail up hard enough to allow the latch to grab onto the bed and latch completely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician inserviced the nurse how to latch the siderail to resolve the issue. The bed siderails functioned as designed. Based on this information, no further action is required.